Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related oxygen module valve failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related oxygen module valve failure. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's detachable battery board and detachable battery harness were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related oxygen module valve failure. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's detachable battery board and detachable battery harness were replaced to address the issues. The detachable battery board and detachable battery harness were evaluated by the manufacturer's product investigation laboratory (pil) and found the detachable battery board and detachable battery harness functioned as designed and operated without issue or error codes.